Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited pacing inhibition. Reprograming options for the device were discussed. This device remains in service. No further adverse patient effects were reported.